Event description:
An operating room manager reported that a system message displayed prior to a procedure. The pt was in the surgical suite and had received peribulbar anesthesia. After a 45-60 minute delay, the procedure was performed with an alternate system without harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the fluidics module to address the reported issues. Preventative maintenance was performed. The system was then tested and met product specifications. The replaced fluidics module was returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).